Manufacturer narrative:
Section a3, a4: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the odyssey patient has requested an explant of her odyssey intraocular lens (iol), but the procedure has not yet taken place. Additional information suggests that the patient is unable to drive at night due to glare and has experienced incidents such as "hitting the curb." The explant is planned for (B)(6) 2024. A lasik procedure (over the iols) was performed on (B)(6) 2024, to improve best-corrected visual acuity (bcva) by eliminating astigmatism, which may have been contributing to the glare. The patient's pre-operative vision was 20/40- (od), 20/40+(os). Post-operative vision 20/30+(od), 20/25+(os). The patient does not feel safe driving at night. No further information was provided.